Event description:
During use for a cardiopulmonary bypass procedure, the centrifugal pump flow sensor displayed inaccurate flow values. The sensor was replaced and the procedure was concluded without incident. There was not reported adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress but not yet concluded.